Event description:
It was reported that the procedure was to treat the proximal left anterior descending (lad) coronary artery with moderate calcification, heavy tortuosity, and 99% stenosis. The 3.5x12 mm nc trek balloon dilatation catheter (bdc) was advanced with resistance noted with the anatomy and was used for pre-dilatation. The balloon ruptured at 12 atmospheres on the first inflation for 15 seconds. A xience stent was implanted to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.